Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported, that after the implantation of intraocular lens (iol), during physicians consultation. There was a relevant scratch on the lens. The lens was removed in a secondary procedure. According, to the additional information received. The surgery was completed using another lens in a secondary procedure. There was no hospitalization required.

Manufacturer narrative:
Correction information was provided in d.4. Additional information provided in d.9., h.3., h.6. And h.11. The lens was returned inside a self sealed blue slender pouch. Viscoelastic and blood were dried on the lens. The optic was cut from the edge to the optic center, typical of a removal from the eye. The lens was cleaned with klrp for further evaluation. The anterior optic surface has scratches near the center. A line of cracked damage was observed on the anterior surface with a separate area that was cracked. The posterior optic surface has two small areas that were cracked. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were used. The reported scratch damage was observed. Additional lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The multifocal company 23.0 diopter (add power +2.2/+3.2 diopter) lens was removed. The replacement lens information was not provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).